Manufacturer narrative:
The authorized service provider (asp) replaced the lithium-ion battery on 24may2023. The asp completed cleaning of the device and functional testing. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device alarmed check vent: battery failed. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The authorized service provider (asp) could not reproduce the issue but confirmed that diagnostic code 1124 (respiratory system abnormality: battery failure) was recorded 7 times. The asp determined that it was required to replace the lithium-ion battery. The asp is awaiting order from customer to order and replace the battery. The investigation is ongoing.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).